Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n296761009, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 459 mcg/day. The reason for use was spasticity. It was reported that the patient experienced withdrawal symptoms starting on (B)(6) 2019. They had increased spasticity in lower ext remities, tingling sensation, and nerve pain. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included x-rays and a catheter dye study on (B)(6) 2019. The catheter was found to be not patent at the dye study and was unable to push dye. Actions that were taken to resolve the issue included catheter replacement on (B)(6) 2019. The customer was notified that the device should be returned to the manufacturer, but it would not be as the customer discarded the product. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# n296761009 implanted: (B)(6)2011 explanted: (B)(6)2019 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the cause of the catheter issue was due to a kink at the proximal segment to the pump. No further complications have been reported.